Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, maintenance tests and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 (malfunction in tube misloading detection circuitry) alarm was identified during visual inspection and review of the alarm logs. The cause of the condition was determined to be the force sensing resistors were out of specifications. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump would not turn on. There was no patient involvement. No additional information is available.